Event description:
It was reported that, during surgical set-up, it was noticed that the end of the inserter is stripped. A backup device was available and no injury or delay were caused.

Manufacturer narrative:
Results of investigation: it was reported that during inspection, it was noticed that the end of the inserter is stripped. A backup device was available and no injury or delay were caused. It was reported that during inspection it was found the internal threads on r3 straight shell impactor are damaged. No case involved. The affected complaint device, intended for use in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history on the listed part revealed prior complaints for the listed failure mode with the same batch number. There is no information that would suggest the device failed to meet specifications. Based on this investigation, the need for corrective action is not indicated. The impactor was manufactured in 2019 and this device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.